Event description:
It was reported that during the procedure, after stent post-dilatation was performed in the left internal carotid artery, bradycardia and hypotension occurred, treated with intravenous fluid bolus. After removal of the filter a 75% narrowing in the common carotid artery was seen at the proximal tip of the stent, which was not seen prior to stent deployment. Intraarterial nitroglycerin was given, however, there remained "a significant apple-core lesion of 75%" that appeared to be physiologically significant and that may have been caused by the stent. The lesion was believed to be underlying plaque. Another xact stent was implanted overlapping the edge of the first stent, resulting in 0% residual stenosis and brisk distal flow. Neurologic examination was normal and unchanged. Bradycardia and hypotension continued post procedure. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Bradycardia, hypotension and plaque are known as adverse events listed in the xact instructions for use (IFU). There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.